Event description:
This report is based on information provided by philips¿ remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer on the v60 device indicating that there was a leak in the gas supply hose. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Repairs are currently pending.

Manufacturer narrative:
E1 reporter phone number: (B)(6).

Manufacturer narrative:
A quote was sent to the customer but cancelled due to no response from the customer. No further work was provided by philips. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.